Event description:
Meter was reading inaccurately high. The pt was obtaining results in the 300-400 mg/dl range. Pt was experiencing symptoms of perspiration and nervousness, which are symptoms of low blood sugar. This is not a valid comparison. The pt did not receive any medication treatment, although pt did phone their physician for advice. The pt did report during troubleshooting that the test strips that pt was using were damaged, therefore the case is being reported as a strip malfunction. The issue with the strips was not resolved with troubleshooting. The meter and strips have been replaced for the pt.